Event description:
It was reported that a user with the ilet bionic pancreas using a freestyle libre 3+ sensor did not see a sensor warm-up after applying a new sensor, despite the cgm menu showing the sensor as paired. No clinical signs, symptoms, or conditions were reported. Outcomes included no alerts or alarms and no medical intervention. User support included guided troubleshooting and education, including restarting the pump. Investigation of this case revealed that after the restart the cgm displayed the expected warm-up status and normal function, consistent with a resolved pairing and initialization issue. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connection initialization that resolved with device restart.